Event description:
Pt called in 2002 alleging that one touch basic meter was giving inaccurately low. Pt did not have any symptoms. Pt got a reading of 40 mg/dl and then pt went to the emergency room and got a reading there of 156 mg/dl. Tests were done 30 minutes apart. The control solution was not within range. Pt was storing strips outside of the vial. Unable to contact the customer to obtain more info. Sending letter.